Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while the pump was in the customer's pocket. Reportedly, customer received the alarm after delivering a correction bolus to address a blood glucose level of 219 (mg/dl). Customer indicated that insulin injections would be used for backup insulin therapy.